Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to change the infusion set, the customer began the load process, and received a valid minimum fill message as there was approximately 45-50 units of insulin in the cartridge. The customer's blood glucose level was 365 mg/dl. The customer stated a manual injection would be delivered, or the customer will change the cartridge and deliver a correction bolus to address bg level. The customer confirmed upon returning home, a new cartridge would be loaded onto the pump.